Event description:
It was reported that pump battery depleted too quickly, with caller noting significant daily battery loss but no pump shutdown. There was no reported impact to the customer¿s blood glucose level. Caller worked with technical support to uninstall and reinstall tandem mobi mobile app, was informed that company was aware of issue and planning a future software update, and was advised to follow up if problem continued.